Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided.

Event description:
It was reported that the surgeon performed a revision surgery on a patient from an original case in (B)(6) 2023 due to reported pain. An MRI identified a peroneal tear as a new injury, separate from the original atfl repair. The atfl was initially treated with a broström repair and flexband augmentation. During the revision, the surgeon observed that the flexband was snapped, and the anchor had pulled out and was barely secure. Pictures of the revision are attached.

Manufacturer narrative:
Correction to h6(results code and conclusion code). This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. Please refer to attachement. The conclusion of the investigation states evidence of a broken flexband and partially dislodged anchor indicates that user did not fully seat anchor during initial atfl repair. Subsequent peroneal injury resulted in flexband breaking at anchor insertion point and anchor partially dislodging. Event is user in initial procedure that was realized during 2nd procedure in same anatomical area. No CAPA required. Isolated event will continue to monitor for reoccurrence.

Event description:
It was reported that the surgeon performed a revision surgery on a patient from an original case in (B)(6) 2023 due to reported pain. An MRI identified a peroneal tear as a new injury, separate from the original atfl repair. The atfl was initially treated with a broström repair and flexband augmentation. During the revision, the surgeon observed that the flexband was snapped, and the anchor had pulled out and was barely secure. Pictures of the revision are attached.